Event description:
It was reported that during a laparoscopic gastric bypass procedure, the clips would not form as the surgeon was pre-loading the applier outside of the patient. Another device was used to complete the procedure. There was no patient involvement. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: (B)(4). The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.